Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a crack on it and it wasn't working properly due to the crack. Customer stated he was hospitalized for high blood glucose of 504 mg/dl. Customer was diagnosed with diabetic ketoacidosis. Customer discounted to from the device due to replacement on damage on the device. Customer was disconnected from the device (B)(6) 2015. Customer has reverted back to the pump therapy and was able to clear the closed circle on the device and check setting alarm. The device is not returning for analysis.